Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results it was determined after receiving further clarification from receipt of the device that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event. The piece of the device that was originally described as being separate from the device was verified to be a colored identification ring. The ring is a larger, visually apparent piece of the device that would not share the same potential risk and harm as an independent or unknown component as originally described.

Event description:
The manufacturer service technician reported that the device had a component missing while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device had a component missing while it was being serviced at the user facility. There were no adverse consequences related to this event.